Event description:
In 2008, the pt reported she rec'd an e4 (occlusion) message on her insulin infusion device. She stated, she has an elevated blood glucose reading of almost 374 mg/dl with her recommended range being 85-150 mg/dl. She stated she has experienced frequent urination. She said she changed her infusion headset and tubing this morning and upon arrival at work began to receive the e4. To troubleshoot, the pt was instructed to disconnect from her infusion device and bolus out of the tubing which went through without error. She was then instructed to remove and examine her infusion set, and she discovered the cannula was bent. The pt stated she will change her infusion headset. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.